Event description:
Reported that the surgeon experienced an anchor break. This was the first time the surgeon had used the bioraptor anchor. It was stated that the use of a 3.0mm drill was used. No drill guide was used. Sales rep. Confirmed that portions of the anchor did remain in the bone socket and that the surgeon shaved off the prominent portions. The case was completed with a competitor's anchor. There was no significant delay to the surgery; less than 10 minutes.